Event description:
My husband had a medtronic intrathecal infusion pump implanted in 2005. Numerous times since the implantation, we have experienced episodes of severe withdrawal symptoms, and suspected the pump was stalling. The 2 most severe events occurred in 2007 and 2008, resulting in going to the ER with my husband in severe pain, moaning and screaming with any movement, difficulty breathing, blacking out, severe sweating, overall body spasms and cramping, and inability to hold himself upright nor hold urine long enough to get to the bathroom nor walk. In both these occurrences, and numerous other less severe episodes, once the pump would be refilled and it was not empty at the time of refill-, my husband would recover completely within 4-6 hrs. We have also gone for refills suspecting the pump was empty, due to his symptoms, and it would be empty, and the alarm on the pump would not be sounding nor would the computer read that the pump was empty. External pca with portacath IV morphine infusion was used from 2007 - 2008, due to erratic behaviour of the intrathecal pump. The portacath and pca were removed due to bacterial infection and pulmonary bacteria clotting. Dose or amount: currently 22.9 infusion rate; route: it. Dates of use: 2005 - 2008. Diagnosis or reason for use: intractable pain, rsds/crps, neuropathy left leg/right leg.